Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a noisy image and white residue in the air water supply channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image issue is component failure of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.